Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps (mbf) instrument was analyzed and found to have damaged conductor wire insulation at the distal end. The wires were exposed. The instrument was placed and driven on an in-house system and the instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed electrical continuity and energy delivery tests. There was no thermal damage and no missing material.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure (pre-anesthesia), the cable on a maryland bipolar forceps (mbf) instrument was damaged. The customer used a backup mbf instrument to continue with the planned procedure. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: there was no report of instrument issue and no report of patient injury from the last procedure usage.